Event description:
The following information was provided by the cook area representative based on comments made by the user. The clinical manager checked the wire guide prior to placing it down the endoscope and confirmed it looked good. The endoscope was placed down the esophagus and the wire guide was put into position. The endoscope was removed and a cook savary-gilliard dilator was advanced over the wire guide. When pulling back with the dilator, the wire created a tear in part of the esophagus. Clips were used to repair the esophagus. There was no perforation of the esophagus, just what was described as a "slight tear." A section of the device did not remain inside the pt's body. Other than the clips used to repair the slight tear of the esophagus, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt is doing fine.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The possible lot numbers of the product said to be involved were used to review the device history records. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record for the possible lot numbers confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.